Manufacturer narrative:
(B)(4). Batch # n5348x. The analysis found that one pve35a device was returned in good visual condition and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the case was an open lobectomy and the female patient was being operated on for an unknown chronic disease. The case was started with blood bags hanging. According to the surgeon, the apex of the upper lobe was affixed to the thoracic wall with no clear tissue planes and the tissue was very diseased and brittle. After the pulmonary artery firing, some of the staples were clearly not formed; the staple line broke down in the middle and then unraveled. The vessel was immediately clamped to control the bleeding, but the pa then split longitudinally, perpendicular to the staple line. A pericardium patch was used to repair the pa. The surgeon felt that possibly calcified tissue contributed to the event. The sales rep noted that lots of clips were used in the case. The estimated total blood loss due to the device issue was approximately 100ml and the patient did not require a blood transfusion as a result of the device issue. The procedure was prolonged by approximately 30 minutes. There were no patient consequences reported. The sales rep was present for the case. The case was an open lobectomy and the female patient was being operated on for an unknown chronic disease. The case was started with blood bags hanging. According to the surgeon, the apex of the upper lobe was affixed to the thoracic wall with no clear tissue planes and the tissue was very diseased and brittle. After the pulmonary artery firing, some of the staples were clearly not formed; the staple line broke down in the middle and then unraveled. The vessel was immediately clamped to control the bleeding, but the pa then split longitudinally, perpendicular to the staple line. A pericardium patch was used to repair the pa. The surgeon felt that possibly calcified tissue contributed to the event. The sales rep noted that lots of clips were used in the case. The estimated total blood loss due to the device issue was approximately 100ml and the patient did not require a blood transfusion as a result of the device issue. The procedure was prolonged by approximately 30 minutes. There were no patient consequences reported. The sales rep was present for the case.

Event description:
It was reported that during a lobectomy procedure, the staples did not form in the middle of the staple line initially after firing then the other part of the staple line "opened up". The surgeon thought the jaws maybe didn't close all the way. Pa had to be repaired with a patch. Another like device was used to complete the procedure. There were no adverse consequences for the patient.